Manufacturer narrative:
The device ro15054 has been inspected for investigation purpose. The tests performed confirmed that distance sensor parameter is not well-set. Intervention took place before installation means parameter was set in manufacturing.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the distance sensor was non-functional. There was no patient involvment reported.